Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/16/2016 and on 5/17/2016. The fse found that the conductivity was too high. The fse adjusted the conductivity which temporarily resolved the issue. On 5/17/2016 the problem occured again and the fse found that the analog 5 card was faulty. The fse replaced the card which repaired the erroneous lymphocyte and neutrophil results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported erroneous high neutrophils and low lymphocytes without suspect messaging on one patient sample cycled on the coulter lh 780 hematology analyzer compared to a rerun of the same patient sample on the next day on another lh780 analyzer. The erroneous patient result was reported outside of the laboratory. There was no change or affect to patient treatment in connection with this event.